Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed motor positions encoder error alarm due to over written history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a motor error alarm. Customer's blood glucose was 288 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.